Manufacturer narrative:
(B)(4) date sent: 11/2/2015. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming properly. Case completed with another device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m92584. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed two conforming clips and three clips with gap as the clip snapped towards the tissue stop. Finally, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.